Event description:
A sagittal saw attachment was sent for eval because the internal bearings at the base of the attachment fell apart prior to use. None of the pieces fell in the surgical site and the pt was not at risk. No adverse consequence was associated with the event or the device.

Manufacturer narrative:
Device eval is in progress, additional info will be submitted once the quality investigation is complete.